Event description:
On (B)(6), 2012, the pt was implanted with two gore excluder aaa endoprostheses to repair an abdominal aortic aneurysm. On (B)(6) 2012 a computed tomography angiography revealed that the ipsilateral limb of the device was approximately 90 % stenotic. On (B)(6), 2012, the pt underwent a reintervention where a balloon expandable stent was implanted. The stenosis was resolved and the pt tolerated the procedure.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications.